Manufacturer narrative:
Follow-up #1: date of submission 03/20/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2014 with the following findings: review of the black box data did not reveal any activity outside of normal use. Record of ¿key-press inactivity timeout = 30 sec¿ is observed in the downloaded data. On testing, the pump powered on and displayed the verify screen per normal operation. The pump was primed and exercised for 24 hours without alarm or malfunction. For testing purposes, the display timeout was set to 30 seconds. The pump went to sleep after exactly 30 seconds. Shortened display timeout was duplicated during investigation. Unrelated to the original complaint, the display screen was found to be dim and discolored.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump experienced a shortened display timeout. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.